Event description:
On (B)(6) 2016, leica biosystems received a complaint regarding sub-optimal processing of endoscopic biopsies. Information as to whether the tissue samples exhibiting sub-optimal tissue processing were diagnosable, and clarification as to whether re-biopsy of a patient(s) is required and/or has been performed has not been received by leica biosystems as at (B)(6) 2016, despite several requests being made to the laboratory. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
The initial 30-day reported cited (B)(6) 2016 as the date of event. The actual date of event was not provided by the complainant during the investigation. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on 29 june 2016. The fse performed system verification tests, for which all results were satisfactory, and the instrument was found to be operating within specification. All reagents were proactively replaced; and the fse provided peloris training to members of the laboratory staff. The specific processing runs from which sub-optimal processing was identified were not provided by the complainant. Manufacturer evaluation of the instrument logs showed that: - configuration of the instrument is not in accordance with the manufacturer recommendation for xylene processing detailed in section 8.3 of the leica peloris/peloris ii user manual. - a code recorded on multiple occasions between 25 may 2016 and 22 june 2016 indicates that the final reagent concentration threshold and/or the final threshold for the number of cassettes processed had been exceeded for <absolute ethanol>. The following information was displayed in association with the code on each occasion: "cannot run protocol[?]replace least pure absolute ethanol station". - a code, which indicates that either bottle 7 (absolute ethanol) or bottle 8 (absolute ethanol) as detailed in the information displayed in association with the code was not in contact with the corresponding sensor for less than the minimum period configured of 20 seconds and the station properties were reset, was recorded on multiple occasions between 25 may 2016 and 22 june 2016. A period of less than 20 seconds is not sufficient time to complete manual reagent replacement. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. - the instrument logs provided do not allow identification of the specific protocols for which the reagent in bottles 7 and 8 (absolute ethanol) were used between 25 may 2016 and 22 june 2016. However, the defined software workflow ensures that reagent with the highest concentration, as calculated by the instrument software, is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottles 7 and 8 (absolute ethanol) would have been used for the final dehydration step in multiple protocols executed between 25 may 2016 and 22 june 2016. It is considered that the current configuration of the reagent stations, in which two stations only are designated as absolute ethanol, may either cause or contribute to sub-optimal tissue processing because the number of absolute ethanol stations may be insufficient to remove all water from some tissue samples. Although a user affirmed in the instrument software that the station properties for bottles 7 and 8 (absolute ethanol) were be reset on multiple occasions between 25 may 2016 and 22 june 2016, the actual ethanol concentration remained unchanged on multiple occasions because either bottle 7 or 8 had not been removed from the instrument for sufficient time to replace the reagent in each instance. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottles 7 and 8 (absolute ethanol) would have been used for the final dehydration step in multiple protocols executed between 25 may 2016 and 22 june 2016. It is probable that the quality of tissue processing from these protocols would have been adversely impacted by the incorrect user action of resetting the station properties for reagent bottles 7 and 8 without replacing the reagent on multiple occasions between 25 may 2016 and 22 june 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, a user failed to complete manual replacement of the reagent in bottles 7 and 8 (absolute ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual on multiple occasions between 25 may 2016 and 22 june 2016. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent."